Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to report they were unable to communicate with the ins using the tablet. Caller confirmed they were able to communicate to the ins prior to calling. Caller confirmed the ins was not in the box but was not implanted. Caller connected the cable to the communicator and tablet and confirmed that the tablet was connecting to the communicator but would not communicate with the ins. Caller turned off fluoro and was still unable to communicate with the ins. Caller then attempted to use the patient controller and recharger and no device found displayed. Caller attempted to use their tablet and communicator to communicate with another ins and confirmed they were able to do so. Tss recommended caller use another ins and return the malfunctioning ins. Tss emailed mdt rep to confirm serial number. The issue was not resolved through troubleshooting. Performed all trouble shooting requested by tech services. Attempted connection with communicator cable connected to tablet, patient recharger and remote to ins, confirmed tablet was able to connect to other ins, confirmed proper software on tablet, restarted tablet, turned off or lights and x-ray machines. Nothing allowed the tablet to connect to the ins. Tech services advised to return the defective battery and implant a different ins. Tss did not ask for pt information or md because ins was not implanted.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) (B)(6) found the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis found the ins was functionally okay and there were insignificant anomalies. H6. Conclusion code d14 no longer applies. Results code c20 no longer applies. Method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.